Manufacturer narrative:
Additional information was received on july 31, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n. The patient was revised due to loosening, elevated cocr levels, fluid collection and synovitis.

Manufacturer narrative:
Investigation results were made available. The product has been returned for investigation. Trend analysis: a tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: it was reported that the patient had high chromium levels in blood. The cup and head were removed without incidents and replaced with a continuum cup and liner and a biolox head. The implantation date was reported to be (B)(6) 2009. Review of received data: medical reports: several medical reports were received and summarized below. A medical report from 30 may 2017 reports about an MRI scan of a left hip and pelvis without contrast. It is stated that the patient had pain in the left groin since 6 months without injury. In the findings section it is reported that there are bilateral hip arthroplasties and the metal hardware exerts susceptibility artifact, especially at the left hip, reducing visibility. There is a somewhat elongated, thin focus of fluid adjacent to the posterolateral aspect of the acetabular component of the left hip arthroplasty. It measures approximately 9 mm in diameter and extends for approximately 20 mm in length. The fluid collection is difficult to assess due to adjacent arthroplasty artifact and also due to its small size. The differential includes an incidental, subclinical postoperative seroma, an unusual ganglion cyst, or a tiny pseudotumor. A medical report from 05 july 2017 reports about two x-rays of the left hip taken on (B)(6) 2017. The finding section states that there is no fracture of dislocation identified. There is no acute bony abnormality identified. A medical report from 05 july 2017 reports about a pelvis x-ray from (B)(6) 2017. The findings section states that there is no fracture of dislocation identified. There is no acute bony abnormality identified. A medical report dated 10 july 2017 describing the patient medical history and physical examination is at hand. It is reported that the patient came in on (B)(6) 2017 with increasing symptoms. Recently, they have become more prominent. Patient feels like something is moving around when he rolls his leg into internal and external rotation. He does not feel any popping, snapping or symptoms of instability. The x-rays shows that there is bony lysis along the bone metal interface of the dome aspect of the acetabular component. The chromium level was 3.4 (range was less than 5). The cobalt was 6.4 (range being less than 1). The patient is reported to be (B)(6) years old, 1.83 m in height and (B)(6) with a bmi of 35.2. The revision report, dated 10 july 2017, states in the diagnosis section that the acetabular component was loose with no bony ongrowth throughout its entirety. After opening of the joint no evidence for any pseudotumors or cysts were identified. There was no evidence of any metallosis effects and no blackish discoloration. Minimal synovitis was noted. The hip joint was dislocated and the head was removed with a bone tamp. The acetabular component was exposed after adequate scar tissue was released. A bone tamp was used and after four blows the cup came loose. There was no bony growth throughout the acetabular component. X-rays: two pelvis overviews and a second view x-ray taken on (B)(6) 2017 are at hand. The pelvis overviews show total hip prostheses implanted on the left and right hip side. On the left hip a durom cup is implanted. There seem to be some zones with increased radiolucency around the cup. The cup inclination was measured to be approximately 58°. A reliable analysis of the ante- or retroversion is not possible on planar x-rays. The left hip stem is inconspicuous. A pelvis overview taken on (B)(6) 2017 shows the in vivo situation after the revision surgery. It does not affect the results of the investigation and is therefore not further investigated. Devices analysis: visual examination: the durom cup shows damage from revision surgery in the form of scratches and dents. On the anchoring side there are some remains of bone attachments. On the articulation surface of the cup numerous fine scratches and some coarse scratches are visible. The latter can be attributed to revision surgery. On the articulation surface of the metasul ldh head there are numerous fine and some coarse scratches. The latter can be attributed to the revision surgery. A low power microscope investigation revealed some areas with dense parallel scratches and some indentations close to the equator. The head taper is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. The outer surface of the head adapter is inconspicuous. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: according to the available information, the patient was revised after approximately 7 years and 11 months in vivo due to pain, cup loosening and elevated cobalt levels in blood. The surgical report of revision stated that after a few blows with a bone tamp the cup came loose and that there was no bony ongrowth throughout the acetabular component. The x-rays taken before revision seem to reveal some zones with increased radiolucency around the cup. However, the complete x-ray follow-up is not at hand and therefore the condition of the bone, the position of the implants after implantation and how it might have changed over time in vivo stays unknown. The retrievals at hand exhibit some bone attachments on the anchoring surface of the durom acetabular component. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for this phenomenon stays unknown. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Note: it was previously wrongly reported that the durom cup reported in this case is not marketed in the USA. Zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in (B)(6) 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2017 due to elevated metal ions.